Event description:
The customer reported a leak of clear fluid approximately <1 ml in volume with diff vote outs while running controls on the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) discovered a clogged diff sample line between the diff shear valve (cvl85/126) and mixing chamber. As a result of the clog the diff lyse line popped off at the input to the diff shear valve. The fse replaced the diff sample line resolving the leak on diff vote outs. (B)(4).